Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. The cse determined that a printed circuit board (pcb) was damaged and that the wash 1 reservoir was empty. During these visits, the cse: inspected the instrument; replaced the probe guides, wash fluid interconnect pcb, wash 1 pinch valve, silicon tubing on the aspirate probes, and lumo waste pinch valve; removed and cleaned all aspirate probes; ran dispense tests on all aspirate probes, resulting acceptably; completed empty and fill of the incubation ring; primed wash 1 fluid lines and acid and base fluid bottles and lines; and verified that the sensors were performing according to specifications. Then, the customer ran quality controls, which resulted within acceptable ranges. The cause of the discordant tni-ultra, ahbs2, and ft3 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2018-00338 was filed for the same issue.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on multiple patient samples on an advia centaur xpt instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate advia centaur instrument, resulting lower. Additionally, a discordant, falsely elevated (B)(6) to (B)(6) surface (B)(6) result was obtained on another patient sample on the initial instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). The customer indicated that discordant free triiodothyronine (ft3) and ahbs2 results were obtained on other patient samples. However, the customer did not report the other ahbs2 results to the physician(s) and did not provide the other ahbs2 and ft3 results. There are no known reports of patient intervention or adverse health consequences due to the discordant tni-ultra, ahbs2, and ft3 results obtained on patient samples on (B)(6) 2018. The customer did not specify the date of testing for any test result.